Event description:
During a rotational atherectomy procedure involving a calcified and 90% stenotic lesion in the rca, the guide wire fractured outside of the patient; no patient injuries of complications were reported.